Event description:
It was reported that an asymptomatic patient presented for a device exchange procedure. Interrogation revealed that the right ventricular lead exhibited noise, low r-wave sensing, and low pacing impedance. Programming changes were made. The patient was stable.